Event description:
It was reported that during use with bd facs sample prep assistant ii biohazardous waste leaked outside of instrument. There was no user impact. The following information was provided by the initial reporter: it was reported that there appears to be leaking from the wash tower. Was the leak contained within the instrument? No. Was the leak in a customer accessible location? No. What was the fluid that was leaked? "Unknown". What is the source of leak, waste line or non-waste line? "Unknown". Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak? No. Was there spray or fluid under pressure? No.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary scope of issue: the scope of issue is limited to part: 337170 spaii and serial number: (B)(6). Problem statement: customer reported: wash station was not draining. Manufacturing defect trend: there are 0 qns related to the reported issue. Date range (date of incident to 12 months back) from 24feb2021 to date 24feb2022 (rolling 12 months). Complaint trend: there are 3 complaints related to the reported complaint. Date range (date of incident to 12 months back) from 24feb2021 to date 24feb2022 (rolling 12 months). Investigation result / analysis: per fse report: the spa was not draining the wash tower. Replaced the filter assembly and the waste pump as the waste pump was not pumping to capacity likely due to a clog from the filter assembly. Once the parts were replaced, the wash tower was draining after many consecutive primes. Replacing the waste pump and filter resolved the issue. System draining wash tower with success after multiple primes. Ran a&p to check system fully. System returned to customer in working order. Sample preparation was not affected. There was no delay in patient treatment due to any unexpected results. Service max review: review of related work order# (B)(4). Install date: (B)(6) 2005. Defective part number: 334297 ¿ miniwash assembly, 640835 ¿ spa inline filter kit. Work order notes: subject / reported: wash station was not draining; problem description: wash station was not draining; cause: defective waste pump/clogged filter; work performed: replaced waste pump and inline filter; solution: replaced waste pump and inline filter. Returned sample evaluation: did not request return of defective part. Manufacturing device history record (DHR) review: review of the DHR for serial number: (B)(6) and pn337170 was reviewed. The instrument met all the manufacturing specifications prior to release. Risk analysis: risk management file part #100245ra, revision 03 was reviewed. Hazard(s) identified? Yes no. Hazard ID: 3.1.29 _. Hazard: environmental biohazard. Severity: 5. Probability: 1. Risk index: 5. Implementation: bd facs sample prep user¿s guide__. Risk control:_afap_____. Mitigation(s) sufficient yes no. Root cause: based on the investigation result and the fse¿s report the root cause was a defective waste pump and clogged filter. Conclusion: based on the investigation results and the fse¿s report the complaint was confirmed for the wash station not draining. No one was harmed or injured, and no medical diagnosis was performed due to any incorrect results. The safety risk is limited, s2, and there was no impact to the patient health or safety.

Event description:
It was reported that during use with bd facs sample prep assistant ii biohazardous waste leaked outside of instrument. There was no user impact. The following information was provided by the initial reporter: it was reported that there appears to be leaking from the wash tower. 1. Was the leak contained within the instrument? No. 2. Was the leak in a customer accessible location? No. 3. What was the fluid that was leaked? "Unknown". 4. What is the source of leak -- waste line or non-waste line? "Unknown". 5. Was the customer exposed to blood or bodily fluids? No. 6. Was there any physical harm to the customer as a result of the leak no. 7. Was there spray or fluid under pressure no.